Event description:
It was reported that during servicing the device at the manufacturing facility, a blade was found broken in the device's blade mount. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.